Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a walled off pancreatic necrosis with 15-20% necrotic material during a pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the stent was unable to be deployed. The device was removed and upon removal it was noted that the stent was partially deployed. The procedure was completed using a plastic stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.